Manufacturer narrative:
(B)(4). Batch #: t9526d. Additional information was requested and the following was obtained: does the damaged to the packaging compromise the devices sterility? Yes. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned without the sterile package. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As the sterile package was not returned, we were unable to investigate further the packaging damaged issues reported. Therefore, no conclusion could be reached as to what caused the reported packaging issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during surgery, before used on the patient, the package was found damaged. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2021.